Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via merlin.net. Upon review, the right ventricular lead exhibited noise. No intervention was performed. The patient would continue to be monitored.

Event description:
New information received on (B)(4) 2019 indicates that the patient's lead was capped and replaced on (B)(6) 2019. The patient was stable throughout.